Event description:
Source rented a ktp laser to hosp for a procedure on 11/18/97 thinking that it was to be a laparoscopy. However, the procedure was a bronchoscopy. The hosp elected to use their own endotracheal tube, which was a cuffed #9 vinyl standard et tube, which was not laser safe. The physician, who performed the procedure, stopped when a fire in the trachea was detected and the et was burned on the end. The oxygen concentration was reported as 80%. The pt suffered third-degree burns to the trachea and mid-stem bronchus. This incident is related to poor procedural technique. The labeling for the device and fiber specify use of laser-safe endotracheal tubes and an oxygen concentration of no greater than 22%.